Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they opened up the kit and noticed that the scissors were broken out of the box. A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the spindle shifts when the handle was used. There was no evidence of blood. Based upon the visual observation and the functional test, the reported complaint was confirmed on january 28, 2011. Internal file number - (B)(4).